Event description:
It was reported that the patient implanted with this inflatable penile prosthesis experienced reservoir migration and supersonic transporter deformity (sst). The existing device remains implanted, only rear tip extenders (rte) were added to the existing rte to lengthen the device, resolve the sst, and provide a better fit. No additional patient complications were reported.